Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a neck of femur trauma procedure, the proximal femoral nail anti-rotation (pfna) blade jammed within the barrel of the nail during insertion. The tip of the insertion handle was then snapped off trying to remove the blade. It was noted that the elliptical shape of the blade was misaligned to the opening in the nail. An extraction tool from the broken pfna removal set successfully rotated the blade into alignment, and then allowed extraction. Patient¿s anesthetic was prolonged by forty-five minutes due to instrument challenges. It was reported that the patient is recovering well. Both the nail and blade were exchanged for fresh implants post resolution of the difficulties inserting the blade. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Date of birth: june 1942; day is unknown. The device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.